Manufacturer narrative:
Result: damaged load cell. Slightly worn cable with exposed wires.

Event description:
It was reported by service report that the bed will not zero. No pt involvement or adverse consequences were reported.